Manufacturer narrative:
Return of product has been requested. Reporter returned toothbrush head on 25-jun-2018. Product investigation is in progress.

Event description:
Choking [choking]; clap her on the back to get it out of her throat- oral-b brush head [foreign body in respiratory tract]. Rectangular bit of the brush head came off, clip and metal pin and offset pin came off [device breakage]. Distressed [emotional distress]. Anxious [anxiety]. Case description: a spontaneous report was received via phone on (B)(6) 2018 from a reporter stating that while his wife, age (B)(6), brushed her teeth with an oral-b dual action brushhead on (B)(6) 2018, the rectangular bit of the brush head, clip and metal pin and offset pin, came off and she choked. Their son had to clap her on the back to get it out of her throat. The reporter stated his wife had been using the brush head for 4 to 5 weeks before this happened. She discontinued use of the product on (B)(6) 2018. He reported she has been very distressed and anxious since (B)(6) 2018, and was now using a manual brush. The case outcome was improved. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
10-jul-2018 product investigation results: reporter returned toothbrush head on 25-jun-2018. Product return was received and investigated. Investigation results showed that the complaint was caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Choking. Clap her on the back to get it out of her throat- oral-b brush head [foreign body in respiratory tract]. Rectangular bit of the brush head came off, clip and metal pin and offset pin came off [device breakage]. Distressed [emotional distress]. Anxious [anxiety]. Case description: a spontaneous report was received via phone on 19-jun-2018 from a reporter stating that while his wife, age 60 years, brushed her teeth with an oral-b dual action brush head on (B)(6) 2018, the rectangular bit of the brush head, clip and metal pin and offset pin, came off and she choked. Their son had to clap her on the back to get it out of her throat. The reporter stated his wife had been using the brush head for 4 to 5 weeks before this happened. She discontinued use of the product on (B)(6) 2018. He reported she has been very distressed and anxious since (B)(6) 2018, and was now using a manual brush. The case outcome was improved. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 10-jul-2018 product investigation results: product was returned 25-jun-2018. Conclusion: no manufacturing cause identified based on investigation.